Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log was unable to be downloaded due to an error code. Functional testing included use testing. The pump was powered on and exhibited an error code and alarm. The error code was an indicator of corrupt data. The main power board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main power board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.